Event description:
It was reported that a japanese basal bolus infusor experienced a no flow from the male luer. The nurse reported that the pcm reservoir was filled halfway and the unknown drug solution stopped flowing. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. A visual inspection and functional testing were performed. The device was filled and flowed normally without malfunctioning. The reported malfunction was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).